Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including defib cycling and full functional testing, functional stress testing using a test multifunction cable by bench handling, performing multiple 30 j tests, shocking into an analyzer, defib cycle testing, and passed patient impedance calibration testing without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached multifunction cable. Complainant indicated that there was no patient involvement in the reported malfunction.